Event description:
During a remote follow-up, episodes of far-field r wave oversensing and automatic mode switch were observed on the device. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the device was reprogrammed to resolve the event. However, additional episodes of oversensing and inappropriate mode switch were observed. Technical support provided programming recommendations. No further intervention has been performed at this time. The patient was in stable condition.